Event description:
It was reported that there were "floaties" in the reservoir two weeks prior. The customer did not recall the blood glucose reading at the time of the observation. She stated that she knew it was not insulin, and she thought it may have been silicon from the reservoir. The reservoir was not available for return. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.